Manufacturer narrative:
Findings: unit was received with normal operating currents and no off no power, low battery or battery out limit alarm noted. Unit was monitored for 24hrs and no unexpected auto off alarm or alarm noted. Unit had intermittent button response due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 268 mg/dl at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.